Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that following a trial procedure the patient was feeling nauseous and abdominal pain. It was also mentioned that the patient was feeling weakness and loss of sensation in legs. The physician confirmed that the patient ended up having epidural hematoma. The patient was sent to the emergency room and the physician decided to pull the leads out. Shortly after the sensation and mobility was returning. The explanted leads were discarded.